Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the insertion of the screw, the thread of the connecting screw broke, remaining jammed (extremity broken inside the dynamic hip screw, dhs screw). The surgeon removed the dhs screw and replaced it with a new one. The surgery was very delicate because the key manipulated without connecting the screw. There were no consequences to the patient. This report is for 1 unknown dhs screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This is report is on an unknown dynamic hip screw (dhs) screw, part and lot number are unknown. Without a part number the 510k number cannot be provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.